Manufacturer narrative:
(B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9253747. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed investigation summary: customer returned (4) sealed 4 mm, 32 g pen needles from lot # 9253747. Customer states that when taking her injection, the flow stopped before it was completed. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 us was unable to deliver medication during injection. The following information was provided by the initial reporter: material no: 320550, batch no: 9253747. It was reported when the customer was taking her injection, the flow stopped before it was completed. Verbatim: consumer reported, when she was taking her injection, the flow stopped before it was completed. Stated, she primed two units, that was successful but when she dialed up her 10 units, only 8 units came out, stated, she had to use a second pen needle to complete the dosage.